Event description:
One patient sample with discrepant sodium results. Initial sodium gave 129 mmol/l; repeat gave 138 mmol/l. Initial results were reported. Patient not adversely affected. Although the exact root cause was not determined, the field service representative noted he cleaned ise sample path and checked sipper and sample probes. Performance tests were performed and within specifications.